Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. However, device had intermittent failed battery test alarm when inserting the aa battery simulator into the reservoir compartment during the sleep current measurement test. Adjusted the aa battery simulator contacts and reinserted the aa battery simulator into the reservoir compartment, no failed battery test alarm noted. After performing the active current measurement test, the unit had another failed battery test alarm during the test battery insertion. Used another test battery cap, no failed battery test alarm noted during the test battery insertion.

Manufacturer narrative:
Visual inspection: retainer ring color: clear. Verify if the reservoir locks in place: yes. Minor scratched display window, scratched case, pillowing keypad overlay, and a cracked retainer. 0.108 volts received with duracell alkaline battery installed. 1.573 volts of the test energizer alkaline battery. Ngp summary analysis: device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. However, device had intermittent failed battery test alarm when inserting the aa battery simulator into the reservoir compartment during the sleep current measurement test. Adjusted the aa battery simulator contacts and reinserted the aa battery simulator into the battery compartment, no failed battery test alarm noted. After performing the active current measurement test, the device had another failed battery test alarm during the test battery insertion. Used another test battery cap, no failed battery test alarm noted during the test battery insertion. This insulin pump is currently part of a litigated matter, therefore we were not allowed to conduct destructive testing to determine root cause for the failed battery test alarm. Infusion set test appendix: part/model: unknown mm batch no.: unknown. Reference no.: unknown. Lot no.: unknown. Visual inspection: 24 inch (used), no damage noted on the tubing, unknown liquid in the tubing, missing part(s) at the cannula end. Measurements: sample 1 flow rate 64.1 sccm (standard cubic centimeters per minute) - pass. Summary analysis: sample 1 passed the infusion set testing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated correction/removal number: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report triggered for updated legal case notes and customer death related information and that information has been provided with this report. (B)(4).

Event description:
It was reported that insulin issues possibly led to the customer's passing due to diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer's insulin pump from the attorney of the family. The information received on june 16, 2020 stated the following - reporter alleges the pump was defective but no further information was provided. Based on the customer's account history, the customer was reported as passed away on (B)(6) 2020 but it is unclear if the passing is related to the current legal suit.